Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Unknown biomet screw was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for an unknown period of time. The reported event could not be recreated due to the nature of the dental device and event (fracture).the customer has provided an x-ray image of the devices (x-ray scan). It can be seen that the base of screw is fractured and sitting at the bottom of implant drive features. Information regarding the screw item number could not be verified from this image. The event is confirmed from this information. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. Based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: b4: date of this report; g4: date received by manufacturer; g7: checked "follow-up"; h2: checked follow-up type; h3: changed "no" to "yes"; h6: entered evaluation codes; h10: added manufacturer narrative.

Event description:
It was reported that patient had broken non hexed screw in tooth location unknown.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that patient has two broken non hexed screws. Tooth location unknown.